Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) involved with this complaint and completed the device evaluation. Failure analysis was unable to replicate or confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the monopolar curved scissors (mcs) instrument tips moved up and down instead of left and right and vice versa. A backup instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument did not move in the intended direction but moved in the opposite direction. There wasn't any shakiness and/or friction or any instrument-to-instrument or system arm-to-arm interference observed. The issue persistent. The instrument was removed and replaced with a backup instrument. No photos or video recordings are available for review. There was no injury to the patient as result of the event.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-intuitive motion issue, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument moved with reverse motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.